Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampon fell apart upon removal leaving pieces inside. She manually removed the tampon pieces and she experienced vaginal itching, irritation, and discharge.

Manufacturer narrative:
New information: this is a follow-up to report additional information. The information provided indicated the consumer reported the string broke upon removal of the tampon leaving pieces inside. Report type: follow up 1.

Event description:
This is a follow up to report additional information. The information provided indicated the consumer reported the string broke upon removal of the tampon leaving pieces inside.